Event description:
After successful completion of 3 gore viabahn stents placed in the rt sfa with post dilatation, claudication was visualized of popliteal artery. A thorough examination of all equipment used in the procedure was performed, and it was determine that the distal tip of one of the stent delivery systems had become lodged in the right popliteal. Multiple attempts to retrieve the foreign object using snares and balloons were unsuccessful. Decision was made to send the pt. Surgery to remove the object.